Event description:
Concentrator allegedly does not always start, has a grinding noise and allegedly has a burning odor. No injury alleged.

Manufacturer narrative:
RMA (B)(4) has been initiated for this issue. Model irc5lx - serial number/date code (B)(4) is approximately 2 years and 11 months old. The user manual part number 1118389 rev b (mar-04) was issued with this device. The user manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown . The consumers age, height and weight are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown.

Manufacturer narrative:
(B)(6). Initial pr (B)(4) issued mfg report #1031452-2011-00049. The device, concentrator, model #irc5lx, serial #(B)(4) has been returned for an evaluation. Product was approximately 3 years old at the time of the incident. Items missing were the dust filter, access door, and the inlet filter. The concentrator was functionally tested with no discrepancies found. No grinding noise or burning smell was detected. RMA 859626329 has been initiated for this issue. Model irc5lx - serial number/date code (B)(4) is approximately 2 years and 11 months old. The user manual part number 1118389 rev b (mar-04) was issued with this device. The user manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown . The consumers age, height and weight are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown.

Event description:
Concentrator allegedly does not always start, has a grinding noise and allegedly has a burning odor. No injury alleged.